Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: the customer issued a complaint for pre-activated device detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s) and were manufactured and released according to applicable procedures and specifications. Investigation conclusion: reported condition is confirmed based on evidence provided (sample, photo, analysis report); as this is a market or delivery event, aql is not applicable. No further action identified; complaint is recorded for trending purposes. Root cause description: based on investigation conclusion, bdm-ps was not able to correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4).

Event description:
It was reported that ultrasafe x100l png clear nvs stein safety device was not securely fastened. The following information was provided by the initial reporter: consumer stated that he opened the package of cosentyx on sunday and the first syringe "wasn't securely fastened into the apparatus". He stated that when he pulled the cap off, the needle was not all the way in so he pushed it in and then took the shot."